Event description:
It was reported that a pt underwent a kyphoplasty procedure on (B)(6) 2007. An expired ibt was used in the patient. There were no pt complications or adverse events reported. No add'l info was reported.

Manufacturer narrative:
Method - device not returned, f/u with company rep. Product was from trunk stock.